Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose levels and issues with their infusion set. The customer sates when they unscrewed the tube from the reservoir and looked at the reservoir, the needle was still in the reservoir. The customer states they had previously gone to the emergency room for low blood glucose levels. The customer's blood glucose level at the time was 400mg/dl. The customer will be receiving replacement set.